Manufacturer narrative:
E1 initial reporter phone number- (B)(4). Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue. The patient was administered oral antibiotics to address the issue. Patient is stable.